Manufacturer narrative:
The manufacturer received information alleging "the device turns off sometimes" condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for service. During the evaluation, no defect was found and will be returned to the customer. Email communication has been sent to the customer asking how to proceed.

Event description:
The manufacturer received information alleging "the device turns off sometimes" condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.